Event description:
It was reported the introducer needle hub was cracked during insertion. Another pack was opened and placement was successful. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for analysis. Signs of use in the form of biological material was observed inside the hub. Visual analysis revealed a single crack on the needle hub. It was also noted that the needle hub contains the notch. This indicates that the hub is the new hub design, which matches the bill of materials for the reported finished good. Microscopic examination confirmed the damage. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states the following: "insert introducer needle or catheter/needle into vein and aspirate. Advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A lab inventory guidewire passed through the introducer needle with minimal resistance. The returned introducer needle was connected to a lab inventory ars. When the syringe and needle were used to expel water, water leaked from the crack in the hub. R & d was contacted as part of this investigation. Based on the appearance of the cracking, they confirmed that this failure mode falls within the scope of a CAPA that was initiated. A device history record review was performed with no relevant findings. The reported complaint that the needle hub was cracked was confirmed through complaint investigation. Visual analysis revealed one crack on the needle hub. When the syringe and needle were used to expel water, water leaked from the crack in the hub. Based on the returned sample and feedback from r & d, it was determined that design caused or contributed to this event. A CAPA has been initiated to further investigate this complaint issue. Corrective actions have yet to be implemented. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the introducer needle hub was cracked during insertion. Another pack was opened and placement was successful. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the introducer needle hub was cracked during insertion. Another pack was opened and placement was successful. No patient harm reported.